Event description:
The customer reported the beep tones associated with a vital signs parameter were disappearing on the device. Though there was not a missed alarm associated with this issue, all audible sounds disappeared from the cardiocap 5. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.